Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that the spyscope ds ii complaints was used during a cholangioscopy procedure performed in the common bile duct for the treatment of suspected cholangiocarcinoma on (B)(6) 2025. During the procedure, the image disappeared. The procedure was not completed due to this event and reschedule on (B)(6) 2025. There were no patient complications reported as a result of this event.